Event description:
The customer reported via phone call that he had an unexpected restart alarm and no buttons were responding. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm did not occur shortly after inserting a new battery. Customer stated that the alarm is recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that he may continue to wear the pump until the replacement arrives.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to verify a21 alarm due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.